Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/6/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did this event contribute to any patient adverse event? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revelated that two empty foils, one needle and two labeled winding former with a suture were received for analysis. Product code nw1205. Upon visual assessment of the winding formers, it was noted that the sutures were broken in several pieces since the process of degradation began. In addition, according to the condition of the returned sample the functional test could not be performed. The foil packet was visually inspected, wrinkles and a hole in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2025 and suture was used. It was reported from the analysis that suture degradation and hole in cavity was observed. Scrub nurse when opened nw1205 suture for suturing the skin in abdominoplasty, she found the suture thread and needle were separated, she took another foil from same batch, she found the second foil taken was the same complaint with needle and thread were separated, they opened new foil from another box and sutured the layer. There were no patient consequences reported. Additional information was requested.